Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the tip of the I blade broken and not returned. The jaws were found in good visual conditions. The device was partially tested with a generator and the device performed as required during testing; though all testing could not be completed due to the damaged I blade. No yellow alert screens were displaying during testing. The condition of the blade prevented the functionality of the jaw. The jaw was unable to open an close. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a laparoscopic liver resection the surgeon was using the device for approx 30 minutes without problems and then the jaws on the device locked. Generator error message read ¿reposition and reactivate¿. Surgeon could not open the jaws of the device so he removed it from the patient. He managed to re-open the jaws but instrument was broken and jaws no longer working. Opened a different device to complete the case. No adverse event reported. There was a10 minute delay in surgery. No patient consequences reported.